Event description:
The director of clinical services from the home healthcare company reported, "patient decannulated, unknown if vent alarmed or not". Subsequent information received on stated, "family states patient did have some tracheal irritation, resulting in bleeding around stoma and patient hypoxic and cyanotic with pulse oximeter alarming". Low minute volume alarm was activated.